Event description:
It was reported that the right ventricular (rv) lead was fractured and the patient received inappropriate therapy. Short ventricular intervals had also been observed. The lead was programmed off and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.